Event description:
According to pt medical record: "the port-a-cath had a fracture at its site with unk reason as to why, possibly due to failure of the catheter itself. The hub was noted to be perfectly intact and the fracture point was at the distal end of the hub. The catheter, which had emboli, was removed radiologically at a previous session." According to medical record, a dislodged port-a-cath wire was removed in 1999.